Event description:
Allegedly revised due to unknown reasons.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be updated when the investgation is complete. This is the same event as 1043534-2010-00440.

Event description:
Allegedly revised due to unknown reasons.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. No specific part or lot numbers were provided for quality review or further investigation. Product conformance could not be determined. Use of device could not be determined.